Event description:
Pursuant to info rec'd from the receiving dept at med ctr, the saline filled volume sizer was rec'd with a "melted appearance and holes" all over the shell when packaging was initially opened.